Event description:
It was reported that in angio, when the md was using the dilator, the hub of the dilator detached. As a result, he replaced the dilator with a new one to complete the procedure. A delay was reported however, there was no additional harm to the pt due to this delay. There was no reported death or complications to the pt as a result of this occurrence. This md is quite skillful with sf (super arrow-flex) sheath then he said he followed the instructions for use.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.